Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced the continuous glucose monitor (cgm) displaying question marks (???) And had a seizure. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported being at a grocery store. Patient was not feeling good and checked the cgm. The cgm displayed the (???) Icon. Patient took three (3) glucose tablets. Immediately after taking the tablets, patient had a seizure that lasted about one (1) minute. Patient refused the grocery store staff's offer to call 911. Patient did a finger stick (fs) and her blood glucose (bg) value was 40 mg/dl. Patient waited until fs value was 60 mg/dl and then went home. At the time of contact, patient is okay. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.